Manufacturer narrative:
It was showed in the log files a couple of related blower temperature alarms occurred several times that activated blower failure. Some technical failure alarms occurred only once. Clogged filter was found to be the cause of blower failure. Suspected hw damage. Required separate job for touch screen issue. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bv 1000 experienced no response from the touch screen and this occurred during ventilation and the patient was then removed from the device. No patient injury was confirmed.

Manufacturer narrative:
The technical support reviewed the log files, and analysis reveals that the root cause has been traced to the defective touch screen. The display of the device was swapped and the issue was resolved.